Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove post deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly the procedure was to treat a de novo lesion located in the left anterior descending (lad) artery with moderate tortuosity, moderate calcification and 80% stenosis. Pre-dilatation was performed with an unspecified balloon catheter at an unspecified pressure. A 3.0x28mm device was implanted in the diagonal of the left anterior descending (lad) artery with no problems. While retrieving the delivery system, the balloon was difficult to remove from the vessel. After spending some time, the delivery system was able to be removed. Angiography was performed to check the apposition of the implant. Post-dilatation was performed as standard procedure. The final outcome was very good. No adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.